Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the user observed the message ¿x-ray not possible, tube problem contact tech support,¿ and fluoroscopy was not available. Philips has made good faith attempts to obtain additional clinical information, including the patient¿s condition; however, the customer has not provided further details to date. Therefore, the alleged injury remains unconfirmed. A field service engineer (fse) evaluated the system onsite and confirmed that x-ray generation was not available. Review of the system log files confirmed loss of connection to the x-ray generator. Onsite assessment identified a loss of communication between the system and the x-ray generator associated with the xsc printed circuit board (xsc certeray). Voltage measurements confirmed absence of 24v output from the xsc to the primary printed circuit board (230c) in the x-ray cooling unit. Replacement of the xsc certeray restored the x-ray functionality. Analysis of the returned xsc certeray confirmed interruption of communication between the generator and the system via the xsc printed circuit board, but the underlying root cause could not be determined. Following replacement of the xsc certeray, the system was confirmed to be operating within specifications and was returned to use in good working order. A review of available historical data did not identify similar occurrences at this site. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure, fluoroscopy was unavailable and the system gave a message indicating that x-ray was not possible. When a restart did not resolve the issue, the procedure was aborted. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.